Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter, "tubes under fulfill more than on 10% vs fill indicator. Checked by bd representative at customer site and proven that tubes under fulfill."

Event description:
It was reported that underfill occurred during use with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter, "tubes under fulfill more than on 10% vs fill indicator. Checked by bd representative at customer site and proven that tubes under fulfill."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for draw testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.